Event description:
Pt reported they were injected to the lips with juvederm volbella with lidocaine and eleven months later they were injected to the labial corner, marionette, and chin with juvederm volume as well as concomitant injection to the lower labial mucosa, labial corner, marionette, and chin with juvederm volift with lidocaine. Six months later, pt developed "inflammation" at the lip. Pt was treated with prednisone which improved symptoms.

Manufacturer narrative:
Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.